Event description:
Related manufacturer report number:1627487-2023-04397. It was reported that the patient was experiencing inadequate coverage and one of their scs leads was having impedance issues. The patient was also experiencing pain at the site of the ipg. The patient noted having taken a fall in the months prior to the event. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs system was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b3: event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000129009.

Manufacturer narrative:
A patient experiencing ineffective stimulation due to invalid impedance was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.